Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter advanced for dilatation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient status was in good condition.